Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/28/2015 as follows: no battery cap was returned; all testing was performed with a test battery cap which was able to be fully tightened. Power reset events were observed in the black box on (B)(6) 2014. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms being duplicated. The initial complaint of no power could not be duplicated during the investigation. The pump case was removed and evidence of moisture contamination was found inside the pump. Unrelated to the initial complaint, the display was found to be dim and discolored. The battery compartment was found to be intact. The audio bolus button cover had a tear in the center; however, the bolus button was responsive to testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump wouldn't power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.